Manufacturer narrative:
Date of birth: changed to 9/12/1989. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was incorrect as it should have indicated 6/11/2009. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with the left operative eye (os) having a temporally wrinkle at post treatment. The patient experienced double vision and loss of best corrected visual acuity (bcva). A flap lift and rinse were performed and a bandage contact lens (bcl) was placed. The patient reported the symptoms are interfering with daily activities. During another post op visit on (B)(6) 2019, the bcl was removed with no complications. The symptoms were resolved, and the patient was content. The surgery reported the bcva and double vision were resolved. Bcva from (B)(6) 2018: right eye pre-op 20/20 -4.00x .00 x 90; left eye pre-op 20/20 -4.00 x -.75 x 99. Bcva from (B)(6) 2019: right eye post-op 20/20; left eye post-op 20/50.